Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e601 analyzer. The customer stated that in the morning they placed two reagent kits on board the analyzer, an old kit and a new kit, from the same lot. Throughout the morning, the customer was running samples on the new kit without re-calibrating or running quality control on it. They only ran quality control on the old kit. According to the customer, until the afternoon, most of the results from patient samples were returning data flags. The customer stated they delivered result reports to the patients with incorrect results. The customer then performed quality control on the new reagent kit and it was out of range for two levels. The customer stated they switched to running hcgb on a different measuring cell, re-calibrated and performed quality control. The quality control results were ok and patient results stopped producing the data flags. The customer stated they reported about 19 questionable results to the patients. The customer provided data for 5 patients with reportable malfunctions. The first patient's initial hcgb result was 12.99 miu/ml. The repeat result was 77.83 miu/ml. The second patient's initial hcgb result was 8.22 miu/ml. The repeat result was 52.32 miu/ml. The third patient's initial hcgb result was 1037 miu/ml. The repeat result was 8199 miu/ml. The fourth patient's initial hcgb result was 268.8 miu/ml. The repeat result was 1565 miu/ml. The fifth patient's initial hcgb result was 90.86 miu/ml. The repeat result was 542.2 miu/ml. The patients were not adversely affected by this event. The hcgb reagent lot number was 171601 and the expiration date was 06/30/2014. The field service representative visited the customer. The customer re- calibrated the analyzer and performed quality control and the results were within range. The field service representative found a leaking sipper. He fixed the sipper and the problem has not re-occurred.